Manufacturer narrative:
H6: omit code a150202, the physician confirmed pump was in good position. Added code b13. H11: added the results of the investigation. Investigation summary: the device was not returned for evaluation. Data review: data logs showed pump ran without issue during support. There were no alarms triggered during the case. There were no mc spikes, abnormal ps or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely patient condition related since the physician confirmed hemolysis was due to svr (systemic vascular resistance) being so high. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp placed for the support of a patient admitted in with acute myocardial infarction complicated by cardiogenic shock. The pump supported despite signs of hemolysis until care was withdrawn and patient expired on day 2 of the support.